Event description:
The subject device was used during a laparoscopic-assisted vaginal hysterectomy. Probe damage error message was displayed. Immediately after that, the probe of the device was broken. The broken tip fell into the patient, but the tip was retrieved. The procedure was completed with another thunderbeat device. There was no patient injury reported without this event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 16 mm form the distal end. There were contact marks of the probe and jaw where the probe was broken off. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The ptfe pad was worn and deformed. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, it is highly likely that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue, as a result the proximal side of jaw and probe came into contact with each other, and the probe cracked. After that, since surgeon continued to use the device, the probe tip was broken. This report is being submitted as a medical device report in an abundance of caution.